Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with a neurostimulator. It was reported that the device was in overdischarge mode. A power on reset (por) had been done and the device would not hold a charge. The patient was referred to a surgeon for a replacement. Surgical intervention was planned but had not occurred or been scheduled. The issue was not resolved as of 2017-may-08. The patient was alive with no injury. It was noted that patient weight and medical history was asked but would not be made available for legal/confidential reasons. The issue occurred during normal use.